Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This is for "lysis of adhesion" treatment in (B)(6) 2018. Patient had a primary left knee implant on (B)(6), 2018 and has been experiencing lack of rom and constant pain. Patient noted a small effusion that showed up on x-rays. (B)(6) 2018 patient was treated for "lysis of adhesion" for excessive scar tissue and had an aspiration on (B)(6), 2022. Patient is scheduled for a revision on (B)(6) 2022. Patient would like to know if implants are subject to a recall.

Manufacturer narrative:
The following devices were also listed in this report: triathlon p/a cr beaded #4l; cat# 5517f401; lot# de22s tritanium bplate triathlon s3; cat# 5536b300; lot# ctd19812 tritanium patella-asymmetric; cat# 5552-l-320; lot# dkt6 it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event: an event regarding arthrofibrosis involving a triathlon insert was reported. The event was not confirmed. Method & results:  -device evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remained implanted. -clinician review: no medical records were received for review with a clinical consultant.  -device history review: review of the device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusion: the event could not be confirmed as insufficient information was provided. Further information such as return of the device, pre- and post-operative x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. Patient would like to know if her implants were involved in a recall. A review indicated the devices are not part of a recall. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
This pi is for "lysis of adhesion" treatment in (B)(6) 2018. Holistic reported event: patient had a primary left knee implant on (B)(6), 2018 and has been experiencing lack of rom and constant pain. Patient noted a small effusion that showed up on x-rays. (B)(6) 2018 patient was treated for "lysis of adhesion" for excessive scar tissue and had an aspiration on (B)(6), 2022. Patient is scheduled for a revision on (B)(6) 2022. Patient would like to know if implants are subject to a recall. Patient noted she will be consulting an attorney but has not retained an attorney yet. Update 3 may 23 (B)(6): patient confirmed revision surgery performed on (B)(6) 2022. "I'm already doing much better."